Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted inflated with returned syringe and 10 mbs. Balloon concentricity ok, rested with no leaks. The returned syringe was connected and the balloon deflated passively in 24 seconds with no issues or cuffing. Also received 3 photo samples. First photo sample shows inflation cap. Second photo sample shows top view of catheter and syringe used for reported event. Third photo sample shows end of balloon. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, water could not be drained from the foley catheter. Medicon syringe was used to drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, water could not be drained from the foley catheter. Medicon syringe was used to drain.